Event description:
It was reported by service report that the footend motor would spark when the bed was plugged in and the bed was stuck at an elevated height.

Manufacturer narrative:
Result: power sensor coil cable. Result: gatch litter cover. Conclusion : service technician will return at a later date to complete bed repair.